Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the sicu, the guide wire kinked and unraveled during withdrawal. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire kinked at insertion and unraveled upon removal was confirmed. The customer returned one guide wire. Visual examination confirmed that the guide wire is unraveled from the distal weld and the distal weld is attached to the end of the coil wire. One kink was also observed in the guide wire and the core wire was still in the j-bend shape. Microscopic examination confirmed that both welds are full and spherical and that the core wire was found broken adjacent to the distal weld. A discoloration and necking of the core wire was also observed in the area of the break. Discoloration at the broken end of the core wire is consistent with proximity to a weld. A manual tug test confirmed that the proximal weld remains intact. The one kink was observed at 17.5 cm from the distal end of the core wire. The broken core wire measured 602 mm in length, which meets the length specification of 596- 604 mm per the guide wire graphic; therefore, no pieces appear to be missing. The diameter of the guide wire measured 0.799 mm, which is not within the od specification of the wire in this kit; 0.838mm - 0.877 mm per the guide wire drawing. The returned wire is a 0.032" wire and the guide wire in this kit is a 0.035" wire. Other remarks: the instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. Since the returned wire does not match the reported kit, the cause of this complaint could not be determined. No further action will be taken.